Event description:
Medtronic received information that at an unspecified time, this bio-medicus life support cannula had fractured at the connection site from the extra corporeal membrane oxygenation (ECMO) cannula (3/8¿ connector) to the circuit. The customer stated that the connector wall of this cannula appears very thin. The fracture was noticed in time. The device was replaced. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E. Initial reporter: first name, last name, phone number and email: these fields were updated. H6.1 device codes (fdd/annex a): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e1: initial reported updated, based on clarification received. Additional information received shows that this event is a duplicate of the event reported under MDR #9612164-2024-02765. It was confirmed that the customer had internal communication problems, and the complaint was submitted twice in error. This duplicate record will be closed as a non-complaint, as all relevant information was previously captured in#9612164-2024-02765. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.